Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dental needle. The customer reports that the needle broke off in the pt's mouth during use. Five days after the event date ((B)(6) 2010), the pt was admitted to their local hospital and had surgery to remove the needle. The needle was successfully removed and no further impact to the pt was reported.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.